Manufacturer narrative:
Analysis result: could not duplicate customer's issue regarding not picking up stimulation. Upgraded feet and software to current specifications. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not picking up stimulation intra operatively on going intermittent issue. There was no patient impact.